Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported malfunction of the cap splitting in half during colonoscopy was confirmed. The detachment of the cap from the colonoscope was not confirmed. Visual inspection revealed that the device was torn lengthwise and had broken. Based on the results of the investigation, it is likely the following led to the cap splitting in half: it has been found that when attaching the cap to the endoscope, attempting to forcefully attach it may cause the cap to tear; and it is possible that part of the cap tore during attachment, and the tear in the cap grew larger while the endoscope was in use. In addition, the following may have led to the detachment of the cap from the endoscope: the cap was not secured to the endoscope with tape. A definitive root cause of the cap detaching from the endoscope could not be determined as the malfunction was not confirmed during evaluation. The event can be prevented by following the instructions for use which state: use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage. If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocaine spray to lubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient. Be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. ·do not retract the distal end of the endoscope into the splinting tube when this instrument is used in combination with the splinting tube. Otherwise, the mucous membrane can be caught between the endoscope and the splinting tube, and patient injury, perforation, and/or bleeding can occur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy for a polyp, the cap split in half and detached from the colonoscope. The cap fell inside the colon and was retrieved with a grasper. The procedure was completed successfully after the cap was retrieved with a prolongation of less than 30 minutes. There were no reports of further patient harm. It was further reported that the cap was probably pushed on too hard, way beyond the line that should coincide with the top of the scope. Medical tape was not used to wrap and secure the cap to the distal end of the scope. Lubricant was used after the cap was attached. Vaseline or other lubricants or chemicals were not adhering to the product. The cap and scope were inspected prior to use, and everything was fine.